Manufacturer narrative:
A quality complaint investigation was performed. A sample was not received from the customer. Only the product lot number 616174r009 bearing product reference number p61110075 was available to assist in record review. Based on the lot number provided by customer, the assembly work order was retrieved to assist in investigation. Review of the assembly work order does reveal 0.4% of leak at tip was detected during 100% inspection and the defective part was rejected and discarded. The complaint sample is not expected to be available. Record review revealed that all relevant test performed during manufacturing process and final product release had been performed and met requirement. No non-conformity of this nature has been registered during the production of this lot. No other conclusion could be drawn without performing the testing on the product and with the info available, we are unable to determine the root cause of complaint. We will continue to monitor the complaint trend to find out if there is any other possible cause which may lead to this defect. Therefore, no corrective action has been identified as a result of this analysis. No previous investigations are available. Detailed batch review revealed no discrepancies (include non-conformance/deviations) were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/06/2015.

Event description:
A nurse reported the retention cuff of the endotracheal tube leaked after one day of use. It was further reported the device was discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was noted the patient was hospitalized (reason for patient being in the hospital is not provided). There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.